Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that her blood glucose readings went up to 401 mg/dl while she tried to bolus. The customer stated that the reservoir was low and she was unsure as to how much of the bolus she actually received. The customer will monitor her blood glucose and call back.